Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. Incorrect information was used in the creation of the original MDR. (B)(6) 2021.

Manufacturer narrative:
Event date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.